Event description:
The user facility reports the following: anesthesiologist reporting that catheter sheared at tip. The physician reported that the catheter was threaded through needle, resistance was felt, and he tried advancing one more time still meeting resistance. The physician began to pull back on catheter and met resistance and tried to pull back again, still meeting resistance. The needle and catheter were removed together and noticed then that tip was missing.